Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-8775-036-01 lot 2925735 biolox ceramic head 36mm-3., ref 00620005222 lot 62778791 trilogy shell 52mm, ref 00771100920 lot 62564767 m/l taper stem size 9 eo. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: the patient then underwent a revision of head and liner due to pain, elevated metal ions, corrosion , altr and such complications. Post-revision, patient experienced frequent dislocations and underwent three closed reductions of left hip . Due to recurrent dislocations, patient was revised again and liner was exchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left total hip arthroplasty and was revised for the head and liner due to corrosion and altr three years later. After the revision, the patient experienced recurrent dislocations and underwent a second revision to a constrained liner four years after the initial surgery. Attempts were made to obtain additional information; however, none was available.